Manufacturer narrative:
The device was not returned to zoll medical corporation for physical evaluation; however, the associated clinical file was submitted for review. The report indicated that a shock was advised on a non-shockable rhythm. Analysis of the clinical data confirmed that CPR was being performed during the device's analysis phase, which likely influenced the shock advised decision. It is critical that no patient contact occurs during analysis, as motion artifacts can distort the ECG signal and impact rhythm assessment. The device appears to be functioning to the limitations of the technology. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the data file and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while defibrilating a patient (age & gender unknown), the device displayed a "shock advised" prompt for a heart rhythm they believed was non-shockable, once while CPR compressions were being performed and once when the analysis was not yet completed. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.